Event description:
It was reported that an occlusion alert on an ilet using a cd infusion set prevented a meal announcement, and troubleshooting showed no kinks or bubbles with delivery resumed, but the event was only resolved after a full supply change of the infusion set (lot 6012688). Symptoms included hyperglycemia with a reported glucose of 400 mg/dl and shaking. Outcomes included the need for device use modification and user monitoring without medical intervention or hospitalization. Investigation included customer interview, review of device use, and troubleshooting education. Investigation of this case revealed an infusion set delivery obstruction that cleared only after replacement, with no reproducible issue after the full supply change. It was concluded that the event was due to an infusion set occlusion and that the device functioned as designed once supplies were replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.